Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. A78077) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced abdominal pain ("pain: abdominal pain at essure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pain"), dyspareunia ("pain during sex") and uterine pain ("pain: uterus / other injury(ies) or complication please describe: had suture in my uterus. Doctor said it was little, had so much pain after"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the abdominal pain, abdominal pain upper, dyspareunia and uterine pain outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, dyspareunia, pelvic pain and uterine pain to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 7. The number of expanded coils that appeared trailing into the uterine cavity was 8. Other injury(ies) or complication please describe: had suture in my uterus. Doctor said it was little, had so much pain after. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2013: a urine pregnancy test was performed today and the result was (B)(6). Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: abdominal pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: pfs & mr received. Case was upgraded to incident due to specified events. Lot number was added. Patient's demographics were added. Date of removal added. Reporter's information was added. Added event pelvic pain, pain: abdominal pain at essure, stomach pain, pain during sex, pain: uterus. Updated onset date of events. Updated outcome of event: pelvic pain. Updated event onset date of events. Lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no: a78077) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced abdominal pain ("pain: abdominal pain at essure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pain"), dyspareunia ("pain during sex") and uterine pain ("pain: uterus / other injury(ies) or complication please describe: had suture in my uterus. Doctor said it was little, had so much pain after"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the abdominal pain, abdominal pain upper, dyspareunia and uterine pain outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, dyspareunia, pelvic pain and uterine pain to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 7. The number of expanded coils that appeared trailing into the uterine cavity was 8. Other injury(ies) or complication please describe: had suture in my uterus. Doctor said it was little, had so much pain after. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test: on (B)(6) 2013: a urine pregnancy test was performed today and the result was negative. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.